Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52mg/dl and insulin pump alarmed for insulin flow blocked. Customer treated blood glucose with very small tangerine and couple or candy covered nut. Customer's current blood glucose was 72mg/dl. Customer stated that they are not able to troubleshoot at time of call. Insulin pump will not be returned for analysis.